Event description:
Patient using fentanyl pca. At start of nightshift, noted syringe volume at 50ml. Checked and recorded hourly totals. From 1900-0300, patient used total of 40mcg = 0.8ml. Syringe checked at 0430. Noted syringe volume had not lessened; remained at 50ml. From 0700-1900, patient received 80mcg = 1.6ml. Volume of syringe when checked at 0300 should have been 47.6ml, syringe volume remained at 50ml. Patient never received doses as stated on the pca pump. Patient's maximum pain level throughout the night was 6/10. Lowest was 3/10 at start of the shift.